Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/20/2015 and 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "raynaud´s phenomenon" (-not device related-). Later healthcare professional reported "deflation and exchange". Healthcare professional additionally reported "hole, non-specific". This record is for the right side. Device has been explanted.